Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that they did a pump exchange on friday (reported on MFR report number 002916596-2014-003492). Associate professor reported that during the pump startup the pump kept shutting off. He stated he believed it was set above 6000 rpm's during this event but can' be sure. He also admits volume deficits and de-airing concerns when this occurred. They exchanged the system controller and pump started without incident.